Event description:
The pump was explanted after 41 months implant duration for 'battery depletion." It was replaced and returned to the MFR for analysis. It was also discovered there was a catheter disconnect. "Fractured at hub. Catheter connector added 2003." A follow up report will be sent when add'l info is received.